Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had high impedances. Reprogramming was attempted with no success. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A lead experiencing in vivo high impedances was reported to abbott. The lead in question was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.